Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Caller has been doing passive recharge cycles with the patient in the office and ins is still not charging normally. Caller indicated antenna locate screen was showing 79-98-99. Had caller force passive recharge cycle away from the ins and al numbers were 80-80-80 and then 79-80-80. Tss had caller perform disable device twice and both times were unsuccessful and controller continued to show "no device found". Caller attempted passive recharge cycle again and al numbers were 82-99-99 but ins never started charging normally. Tss sent email to repair to have controller replaced to rule out external equipment even though tss believes external equipment is working appropriately. Tss reviewed patient can continue passive recharge cycles at home but if issue continues with replacement equipment, ins replacement may be needed. (B)(6)2022 e1 (rep): no new information regarding this event was received. Additional information was received from a manufacturer representative (rep). It was reported that the rep did not have any additional information regarding the additional passive recharge that they have done. They would have called into neuro customer service to have them walk the patient through passive recharge/disable device in that instance. The rep also reported that the patient having the issues was not charging for a significant period of time (exact time frame unknown). They were able to go into active recharge mode after two additional cycles once getting off the phone with technical services (ts). The issue has been resolved. The patient's weight at the time was unknown. ***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they were trying to recharge the implantable neurostimulator (ins) but the controller wouldn't find the unit- no device found reported. Pt stated they charged 4 - 5 days ago and their ins is dead. Pt has a return of pain and it is hurting where they place the paddle. Pt stated they went to the ER yesterday due to their pain. Patient services (pss) walked pt through passive recharge mode. Pt reported seeing 96 - 97 with a green light flashing. After several minutes they saw "unable to charge try again or cancel" pt stated the amber light is flashing. Pt verified that the recharger (rtm) cord/plug does not have any visible damage. Pt tried to reconnect and try again but pt only saw "try again/cancel" message. A replacement rtm was requested.   Pt called back and stated they received the replacement rtm and after following instructions for trickle charge they were still having the same issue. Pss had pt make sure nothing was plugged into patient telemetry module (ptm), remove the lithium battery pack (bp), plug ac power supply into a wall outlet and then connect to ptm after verifying power light was green on the power adapter box. Pt confirmed ptm powered on then reinserted bp. Pt said the ptm 'battery indicator' light was flashing green after bp was reinserted. Pt then saw no device found. After selecting 'recharge' pt reached passive recharge mode with numbers 91/99/99 with a green light flashing. After several minutes, the ptm displayed the time out [74] screen unable to recharge ensure the recharger is over your implanted device and try again. Pt was redirected to their healthcare provider (hcp).the issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.